Event description:
It was reported that these hook scissors were used to cut through 3 endo loops and that they broke while cutting the appendix. It was reported that the broken section was left inside the patient.

Manufacturer narrative:
No additional information available at this time. A follow-up report will be submitted once investigation is complete.